Manufacturer narrative:
One (1) gold-tite screw was returned for review. The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. The hex was observed to be stripped. Surface scratches were noted on the shaft and collar of the screw. Upon visual inspection, the abutment screw was fractured. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
It was reported that patient presented with fractured screw. Half stuck in implant, half in abutment. The patient will have to return to remove the fractured screw and place a new restoration. No patient impact reported.